Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml at 192.6 mcg/day) via an implantable pump. It was reported that the patient was experiencing baclofen withdrawal. They were in the hospital and stable. The catheter seemed occluded so the healthcare provider (hcp) was going to do a catheter revision and pump replacement the following morning. The patient has had a pump for years. They also had a spinal fusion from l5 up to t4 in the past. A catheter dye study occurred and the hcp tried to aspirate the catheter directly from the port. They then released the pump segment but could not get any flow, so they released the spine segment but still could not get any flow. At this point, they deemed it necessary to insert a new catheter and was successful with strong cerebrospinal fluid flow. They made a small incision in the spine but the old catheter wouldn¿t slide out easily so it was unable to be removed and it was cut/tied it off and left partially implanted in the spine. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2013; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.